Event description:
It was reported that a malfunction alarm occurred on the pump after going through an x-ray scanner at tsa. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.